Event description:
It was reported that the customer had been receiving no delivery alarms sometimes while delivering a bolus or throughout the customer's day. The customer's blood glucose was 157 mg/dl. The customer had been experiencing issues with the insulin pump for over a week and had received the alarm 10 to 12 times. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot due to the issue being resolved already. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.